Event description:
It was reported that when using the bd pyxis¿ anesthesia station es medication drawer was sticking, and the user was unable to retrieve medication from it. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. It was determined that the mini drawer 1.4 was sticking and would not be released. A field service engineer (fse) replaced the mini engine, and the drawer was working as expected. The system functioned as intended after field service engineer repaired the device.